Manufacturer narrative:
Updated a1, a2, a4, a5 and a6. Updated b5, b6, b7. One device was returned for analysis. Review of the event history log showed a force sensor background test and alert check clutch. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a bad plunger cable. As a result, the bad plunger cable was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
Upon further review it was found that there was no patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a force sensor bgnd test. There was unknown patient involvement.